Event description:
The investigation determined that a lower than expected sodium (na+) result was obtained from an american proficiency institute proficiency sample, and higher and lower than expected sodium results were obtained from non-vitros mas quality control fluids processed using vitros chemistry products na+ slides lot 4239-1056-9301 on a vitros 5600 integrated system. Api ch-04 result of 144.0 mmol/l vs the expected result of 150.8 mmol/l mas cha2210 l1 results of 140.3 and 143.3 mmol/l vs an expected result of 157.3 mmol/l mas cha2210 l3 result of 144.1 mmol/l vs an expected result of 124.7 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected results were from a proficiency sample and quality control fluids. There was no allegation of patient harm as a result of this event. This report is number three of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected sodium (na+) result was obtained from an american proficiency institute proficiency sample, and higher and lower than expected sodium results were obtained from non-vitros mas quality control fluids processed using vitros chemistry products na+ slides lot 4239-1056-9301 on a vitros 5600 integrated system. The investigation could not determine a definitive assignable cause of the events. Based on historical quality control results, a vitros na+ lot 4239-1056-9301 performance issue could not be ruled out as a contributor of the events. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4239-1056-9301. An instrument related issue could not be confirmed nor ruled out as a contributing factor of the events. Historical qc results were imprecise. The results of a precision test indicated acceptable performance of the vitros 5600 system. However, as precision testing was not performed around the time of the events, an instrument related issue cannot be ruled out as a contributor of the events. Additionally, it is unknown if the customer performed any service actions on the instrument between the time of the events and the precision testing. (B)(4).